Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt was readmitted for gastrointestinal (gi) bleed with international normalized ratio(inr) of 2.1 and hemoglobin down to 6. A colonoscopy was conducted but showed nothing significant. Two polyps were removed but were not actively bleeding. The hospital is considering more test. Pulsatility index (pi) was in the 4's.